Manufacturer narrative:
The tech found the brakes are out of adjustment most likely due to normal wear and tear. Per the hill-rom service manual, the century requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Check the caster tires for cuts, wear, treat etc. Replace if necessary. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brakes set but do not hold. The bed was located on the 1st floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).